Manufacturer narrative:
The device was not returned to olympus for evaluation. The root cause of the reported event cannot be determined. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that no additional information would be provided. The instruction manual warns users: ¿visually inspect the sheath¿s ceramic insulation at the distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).

Event description:
Olympus was informed that during a cystourethroscopy procedure, after introducing the scope to visualize and resect a bladder tumor, the tip of the outer sheath broke into three pieces and fell inside patient's bladder. The surgeon switched to a cystoscope and used 2mm graspers to completely retrieve all three pieces of the device fragments. The intended procedure was completed using a similar device. There was no patient injury reported.